Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, MFR report # 1627487-2018-00670 . It was reported that patient¿s lead had migrated, however patient was satisfied with therapy and desired to have additional stimulation coverage. As a result, patient elected to have surgical intervention on (B)(6) 2018, wherein physician elected to implant the patient with an additional scs system for the additional desired coverage. Patient¿s original system was functioning well and providing effective therapy in initial targeted area.